Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It is reported the pedicle probe was fractured in axial rotation movements being blocked the tip in the pedicle, which was extracted without difficulty.

Manufacturer narrative:
The returned probe was examined. The tip was found to have broken off the device. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.